Event description:
Patient reports hospitalization due to high blood glucose.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient indicated in a subsequent contact that the battery cap was damaged. Upon replacement of the battery cap, the patient has no reported subsequent events. The user guide instructs the patient to inspect for damage to the pump and cap on a regular basis. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.